Event description:
It was reported that during a lap cholecystectomy procedure, feedback from the head nurse was that the surgeon experienced a malfunction of the device, started discharging clips that would cross and scissor. No pt consequence. One device discarded.